Event description:
It was reported that during repositioning the health status of the patient deteriorated. While checking the connections to monitoring and anesthesia device it was noticed that the primus was in "standby".

Manufacturer narrative:
The hospital refused to provide additional information or access to the device or the device error log. If additional information become available, this will be reported in a follow up report.